Event description:
Customer called to report the pump's driver arms were not connected to the driver block. Also stated the insulin was not exiting. Device was not dropped, bumped, or exposed to moisture.